Event description:
It was reported this right atrial (ra) lead was surgically abandoned due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h6 device codes. This supplemental report was created to capture additional information.

Event description:
It was reported this right atrial (ra) lead was surgically abandoned due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported. Additional information is received indicating that the lead threshold on atrial lead was high. No additional adverse patient effects were reported.